Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the bottom piece of the cartridge came off. A grasper was used to retrieve the piece. It is unk how the procedure was completed. There was no pt consequence reported.